Manufacturer narrative:
(B)(4). The complaint device has been returned, but the device investigation has not yet been completed. Complaint sample was evaluated and the reported event was confirmed. Visual evaluation of the returned device shows the repeated use and a fracture on lateral side. DHR was reviewed and no discrepancies relevant to the reported event were found. The root cause of the failure is considered to be a design deficiency. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the device fractured during set up for procedure. No further event information available at the time of this report.